Event description:
It was reported that the fiber cap detached during the prostate procedure. It is unk if the device was inside the pt at the time of the detachment, however, it appears it may have been during use. The location of the cap is unk, however, there was no report of the device remaining inside the pt or that cap retrieval was performed. The procedure had been initiated with a different fiber, which was also reported under (MFR report number: 2937094-2012-00976); the case was completed with a turp. No pt injury was reported as a result of this event.

Manufacturer narrative:
(B)(4).